Event description:
Related manufacturer reference number: 2017865-2023-40730. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and the atrial (ra) lead mode switch was also noted on the ra lead. Programming changes were performed to resolve the issue on the ra lead only. The patient was in stable condition.

Event description:
New information notes that the right ventricular (rv) lead and the atrial (ra) lead were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, a partial lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found. Correction: a4 for patient weight missing and should have been 205lbs.